Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving fentanyl (900mcg/ml at 300mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient felt like they weren't getting good pain relief from the pump. No environmental, external, or patient factors were involved in this event. The hcp performed a catheter dye study on an unknown date and was unable to aspirate. The hcp implanted a new 8782 spinal segment and connected it to the existing 8780 pump segment. The spinal segment of the 8780 is no longer being used and was tied off. The issue was resolved at the time of this report.